Event description:
It was reported that during a percutaneous coronary intervention procedure, the patient experienced increased st elevation. The 90% stenosed lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The first ablation was completed with a 1.5mm rotablator without issues, a non bsc ivus catheter was advanced but was unable to cross the lesion. This 1.75mm rotablator plus was selected and also failed to cross the lesion. The physician removed the device and took a 5 minute rest due to the patient's st elevation. In the opinion of the physician, the st elevation could have been caused by debris that got stuck at distal end of the vessel. The st elevation was treated with nitroglycerin and flushed with saline. After the rest period, the physician stepped down on the foot pedal and the burr would not rotate and a gas sound was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).